Manufacturer narrative:
Date of event: date of event corrected this section to 6/7/2018.

Manufacturer narrative:
Results of engineering evaluation: the delivery catheter was returned and an engineering evaluation was performed. Engineering confirmed a kink of the polyimide wire observed at the connector tube, which is likely due to the shipping of the component back to the facility. The returned distal deployment knob was visually inspected. The distal deployment line was still attached and was approximately 95cm long measured from the leading end of the deployment knob. The leading end of the distal deployment line appeared to be frayed, which is consistent with a tensile failure of the fiber. The likely cause for the broken deployment line could not be determined with the currently available information.

Event description:
On (B)(6) 2018, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses featuring c3® delivery system. When proximal portion of a trunk-ipsilateral leg component (rlt231418j/17644933) was deployed, it moved distally with an unknown distance. The physician elected to deploy an ipsilateral leg while pushing up the delivery catheter, but the deployment line was suspected to be broken, resulting in a distal portion (3cm ¿ 4cm) of the ipsilateral leg remaining constrained. The physician elected to cut the deployment knob but could not confirm the broken deployment line. Also, several attempts were made to deploy the constrained portion of the ipsilateral leg, but those were not successful. Then, a decision was made to implant a contralateral leg component first, followed by another attempt being made to deploy the constrained portion of the endoprosthesis. The delivery catheter had been torqued when cannulation to the contralateral gate was performed, and when releasing the torque from the delivery catheter, the physician could retrieve the catheter. The constrained portion of the ipsilateral leg was deployed when the leading olive passed through that portion. It was reported by the physician that the deployment line was pulled while the delivery catheter was being torqued, which could have caused or contributed to the deployment line breakage. All the endoprostheses were completely deployed, and final angiography did not reveal endoleaks. The patient tolerated the procedure.